Event description:
It was reported that at an unknown timeframe post hip implantation, the patient experienced a fractured stem implant at the junction. It is unknown if any revision or intervention has taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.